Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the instrument arrived in a decontaminated condition. The instrument arrived mounted but with broken welding seam. Investigation - we made a visual inspection of the broken welding seam. For this, we screwed the thread of the shaft fully into the handle. The seam seems even welded and is outwardly without visible inspection. In the next step we unscrewed shaft and handle and inspected the residues of the seam at both sides (handle and shaft). At both sides there are continuous residues visible. Batch history review - the manufacturing documents have been checked and found to be according to specification valid during the time of production. There currently are no further complaints with this lot at hand. Conclusion and root cause - the problem is most probably design and/or manufacturing related. Rationale - the seam was complete and without visible failures welded around the shaft/handle, but the junction was too weak. We have to clarify, if it was a design or a process problem. For this purpose we will request a CAPA.

Event description:
It was reported that there was an issue with ennovate pedicle awl. During an unspecified surgery, the handle of the awl became loose from the working shaft. There was no patient harm or details reported. Further information has been requested.